Manufacturer narrative:
The probe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported that the probe fails to aspirate and dispense reagents. Field service engineer found the probe to be clogged and replaced the probe. Customer did not indicate any impact on patient staining result.